Event description:
Nurses utilize wireless voip to communicate with other staff while providing patient care. Staff reported that the battery for a voip device was noticed to be "swollen." The device was immediately sequestered and sent information tech. Dept.